Event description:
Lead showed inappropriate shocks due to possible noise. Should additional information become available, this file will be updated. The lead remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.